Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the power switch overlay to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had error code of alarm led failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.